Event description:
Defective bio bag (tear-off perforation at bottom of bag) caused broken glass bottle of bloddy ascities fluid. While cleaning the broken glass the employee suffered a cut to the right index finger. The source of the bottle was tested and found to be hepatitis c positive. All bags were removed and the MFR was contacted immediately.